Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device's monitor won't charge. There was no reported patient involvement.

Event description:
The customer reported that the device's monitor won't charge. The device was evaluated by a philips bench technician and the symptom was further clarified as the device won't turn on. There was no reported patient involvement.